Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was received in a damaged condition. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, breaking all wires and damaging the j704 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn 59043468 was received in a damaged condition. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was in a non-treatable rhythm at the time of passing at the time of device shutdown.